Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detached. A permeability test has shown that both valves are permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.

Event description:
It was reported by the healthcare professional "1year 10m post operative blockage of the valve." Patient outcome information has been requested. When the additional information is received a follow up report will be submitted.